Event description:
It was reported that (1) device was used during a right hemicolectomy. It was reported by the affiliate that the tct75 instrument would not fire as the firing knob would not advance. Another instrument was used to complete the case. There was no consequence to the pt.